Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated their teeth are still crowded, they have a crossbite and are experiencing jaw pain due to the retainers. Contraindicated.